Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6, h10 and h11. Results of investigation: vyaire medical received the device for evaluation. The reported problem vent inop failure was duplicated. The failure was caused by printed circuit board assembly, blended gas pressure. Sending printed circuit board assembly, blended gas pressure, to the failure analysis laboratory for future analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable alarm on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.